Event description:
It was reported that the left ventricular lead had a progressive rise in threshold. No known clinical performance issue; lead use continued based on medical judgement on (B)(6) 2010. Lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.